Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the ventilator alarmed with no o2 available. The customer reported that the unit was in use on patient, but there was no patient harm.